Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: can you please describe the reported event in more detail? Did the device cut? Yes . Did the device staple? If yes, were any staple formation issues identified? Yes . Was the device difficult to fire? The distal donor came out thick and complete, but immediately 50% of the anastomosis was open (the entire posterior face) and the surgery was a high-straight anastomosis where the syringe does not arrive to think that the tip of it opened the suture. Was a complete washer transection confirmed? Yes . Were complete tissue donuts confirmed? Yes . Is the colostomy permanent? If so, what necessitated the permanent colostomy?it is expected to close the colostomy. What is the current status of the patient? Not informed.

Event description:
It was reported that during a low anterior resection, anastomosis was performed with the circular stapler stands were stapled on both sides of the extreme patients. The front side that stuck and the back side does not. The procedure was completed with manual suture and colostomy.